Event description:
It was reported by service report that the stretcher would raise to its full height, but the head end would not lower. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results - control rod.